Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device quit working. They stated that they had return of pain symptoms and did not feel their stimulation. The patient stated that is was getting worse and worse. They were redirected to follow-up with their healthcare provider (hcp) to address their symptoms/check their stimulator. Patient services offered to review how to use their patient programmer to verify if the programmer could connect with the ins, but the patient declined and requested a list of hcps. A list of hcps was sent to them. The event date was asked but was unknown, but the patient mentioned it was about two months ago. No further complications were reported/anticipated.